Manufacturer narrative:
It was reported that the surgeon was unable to close the exam manager during a surgery and had to restart the device several times. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the three shutdowns of the device were due to a crash of the operating system. The root cause of this event is a failure of a component on rosa pc. The components of rosa pc are not manufactured by medtech / zimmer biomet.

Event description:
During a rosa rns case, surgeon was unable to exit exam manager window after selecting MRI for 3d exam and computing began. The surgeon reinitialized the system in order to exit, and the problem occurred again. The surgeon was able to select CT for 3d exam. Estimated time lost was 10 minutes, no clinical consequences.